Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer made several attempts to contact the site for additional information and did not receive a response or any further data. Based on the correspondence received the manufacturer is unable to perform any further investigations as the device is not available and no further event information is available. At this time the root cause of the reported event cannot be established and is deemed to be unknown.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2019 a patient received a memo 4dm-034, mitral repair ring. The manufacturer was notified that the device was explanted intra-operatively. No further information was received.